Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -08.5/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -08.50/2.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced an excessive vault and refractive surprise. On (B)(6) 2022 the lens was excahnged with the same model; stronger power; shorter length lens and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found haptic bent and deformed. Claim#: (B)(4).